Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 577 mg/dl. The customer stated that the needle fell out while doing a set change. The customer was recommended IV prep. The customer was not able to troubleshoot for the infusion set. The customer was advised to clean the site. The customer was advised to call back if there are any issues.